Manufacturer narrative:
H6: investigation summary: bd received fifty-four (54) samples and ten (10) photos for investigation. The samples and photos were reviewed and the customer¿s indicated failure modes for foreign matter (fm), embedded fm, gel bubble, defective marking, damaged, and additive abnormality were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes of foreign matter (fm), embedded fm, gel bubble, defective marking, damaged, and additive abnormality. Bd was able to determine the root causes associated with the failure modes as: 1. The black fm in the tube appears to be loose dirt. Inadequate purging of the line resulted in further processing of the tube. Additional housekeeping has been implemented in the tubes operation to mitigate foreign matter. Modifications have been made to the manufacturing line to catch loose fm to help mitigate this defect. 2. The scratched tube is attributed to an equipment jam prior to the tube evacuation process. There was incomplete purging of tubes affected by the jam. 3. The defective marking/printing on the tubes is attributed to a felt pad used for ink application dislodging from the labeling equipment. An incomplete line clearance did not cull all affected tubes. 4. Gel air bubbles is attributed to introduction of air and inadequate purging during gel drum changes. Tool was implemented at the gel dispense area to help aid in identifying and eliminating gel defects. 5. The embedded fm in the tube occurred during the injection molding start-up process. There was an inadequate purging of the line. 6. The additive abnormality is attributed to a clogged nozzle. Inadequate purging of the tube allowed further processing. Bd has initiated further root cause investigation relating to the issue of foreign matter (fm), embedded fm, gel bubble, defective marking, damaged, and additive abnormality through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was foreign matter in the tube(s) biological and non-biological, no label or missing label information, and air bubbles in the gel. The following information was provided by the initial reporter. The customer stated: "the following issues were found in tubes: defective marking x29. Fm in tube x1. Fm in gel x16. Dirty cap x1. Spot in tube x1. Dirty tube x55. Gel air bubbles ×18. Air bubbles in tube x1."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was foreign matter in the tube(s) biological and non-biological, no label or missing label information, and air bubbles in the gel. The following information was provided by the initial reporter. The customer stated: "the following issues were found in tubes: defective marking x29, fm in tube x1, fm in gel x16, dirty cap x1, spot in tube x1, dirty tube x55, gel air bubbles ×18, air bubbles in tube x1."